Manufacturer narrative:
(B)(4). The product was discarded by the hospital; therefore no manufacturer laboratory investigation was possible. Based on this an confirmation of the failure was not possible. A review for similar complaints was performed. No similar incident was found for the quadrox-I neo. Further details about the product identity were requested in order to perform a DHR review. A supplemental medwatch will be submitted when further information becomes available. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
The neonatal oxygenator used had a membrane blood leak. It was small and was uneventful during the bypass run. The leak was on the front side, towards the corner. The product was not exchanged as the leakage was very minimal and the case was completed without incident. (B)(4).